Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. Additional information was requested on 03/13/2009 and 03/16/2009 by fax and mail. A completed questionnaire was received on 03/18/2009. This report was mailed to FDA on: 04/10/2009.

Event description:
A consumer reported that she was experiencing halos, sunbursts, and double vision following bilateral intraocular lens (iol) implant surgery. Additionally, the consumer reported she was having difficulty reading, working on her computer, and difficulty threading a needle. The surgeon reported posterior capsule opacification. In a follow up, the surgeon reported the patient's symptoms continue and are not expected to resolve. There are two medical device reports associated with this event. This report is for the left eye.